Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10

Event description:
It was reported that rubber particles were found in 2 bd luer-lok¿ syringes while drawing up medicine. The following information was provided by the initial reporter: "rubber particals found in new syringe during the loading medicine"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that rubber particles were found in 2 bd luer-lok¿ syringes while drawing up medicine. The following information was provided by the initial reporter: "rubber particals found in new syringe during the loading medicine".